Manufacturer narrative:
Sample was received for evaluation. DHR - lot 3253702, conformed to the specifications when released to stock failure analysis - the valve was visually inspected: needle holes in needle chamber were noted. The valve passed the tests for programming, occlusion, reflux and pressure. The valve was leak tested: only leaked from the needle holes in the needle chamber. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer at the time of the investigation the valve functions. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that csf was not flowing: the hakim valve was implanted to the patient via v-p shunt on (B)(6) 2019. The initial setting is unknown. However, it was found that the csf was not flowed and occlusion was suspected. On (B)(6) 2019, the valve was replaced with a new valve. The patient is doing well.